Event description:
The account generated falsely elevated architect ca19-9xr results on a patient using lot 10726m500. The patient sample tested architect ca19-9xr of 175,000 (no unit of measurement provided) but it did not match the hospital result of 20,000 (no unit of measurement provided). The specimen was processed again with the same architect ca19-9xr result of 175,000 (no unit of measurement provided). A new specimen from the patient was obtained from the serum bank, which tested architect ca19-9xr of 20,000 (no units of measurement provided). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The trend review did not identify a product performance problem with issue reported in the ticket. The ticket review for the likely cause lot identified atypical complaint activity for the issue under investigation. A deficiency was not identified as the accuracy testing was completed to determine if the assay can accurately detect clinically significant portions of the assay curve; this testing passed. The customer issue is addressed in the assay package insert under the limitations of procedure section. This investigation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were identified. No malfunction or deficiency was identified.